Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26 h6 component code: g01003 d8: was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 22874fp00. The ticket searches determined no elevated complaint activity for the lot 22874fp00 related to falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 22874fp00 and the complaint issue. Labeling was reviewed and found to adequately address the issue of falsely elevated patient results. Accuracy testing was performed for reagent lot 22874fp00 using internal alinity I ca19-9xr panels which were tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no deficiency of the alinity I ca19-9xr for lot number 22874fp00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient. The results provided were: initial result was 283 u/ml, repeated 186 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.